Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed as well as the test on global transmitter final functional tester was passed. Voltage testing was performed and passed. Share log review was performed, log review did not show anything related to the customer complaint. The reported failed transmitter was not confirmed. A root cause could not be determined.